Event description:
The device was implanted on 6/28/96, for intrathecal infusion of morphine for treatment of pain. On 2/5/97 a facility nurse informed the MFR's (MFR) clinical specifialist that the device flow rate (fr) had decreased to 0.8-0.469ml/day for the past few device cycles and the pt was complaining of increased pain. The facility nurse stated that the refills are done by the physician who uses the MFR's refill kits. Additionally, the facility nurse stated she would contact the MFR with the refill data for the period of the decreased fr of the device. No further details were provided at this time.

Manufacturer narrative:
The MFR has made several attempts to acquire further information and/or return of the device for analysis from the facility and the physician; however, no one seemed to have any knowledge of the location of the device. On 5/1/97, a MFR rep. Contacted the facility's specialty nurse and was informed that the facility did not have the device. The facility's specialty nurse stated that she had informed the physician that she would not return the device due to the problems she encountered the last time she tried to return a device to mfg. If the physician wanted the device returned to the MFR for analysis, he would have to have it returned himself. The facility's specialty nurse stated that the device is not in the facility's possession and recommended the MFR's rep. Contact the physician's office again. On 5/1/97, the MFR's rep. Contacted the physician's office and spoke with the physician's nurse. The physician's nurse stated that the device is not at the physician's office and they had no knowledge of the device location. The MFR rep. Then contacted the MFR's sales rep. Who stated that he had not been contacted by the facility or the physician to return the device tothe MFR for analysis. A trend analysis was performed on similar incidents for this catalog number na da trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Therefore, based on the information available and due to the unavailability of the device, no conclusion can be drawn as to the cause of this event. The MFR's investigation of this incident is inconclusive. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.